Event description:
It was reported that the patient presented in clinic for a check. Upon review, the atrial lead exhibited high capture thresholds. X-ray showed that the lead was dislodged. It was noted that the patient participated in martial arts. The atrial lead was explanted and replaced. Patient was stable.